Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone hardware low level failure alarm and no delivery alarm on the insulin pump. The customer¿s blood glucose level was 309 mg/dl. Troubleshooting was performed. Customer advised that the insulin pump had multiple hardware low level failure alarms and no delivery alarms. Customer advised both issues reoccurred and remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. Software was downloaded to the device successfully. No unexpected insulin flow blocked or hardware low level failures alarms were noted. (B)(4).